Event description:
The customer reported via phone call that the insulin pump sustained physical damage, alarmed no delivery, had a screen that was difficult to read, was exposed to moisture, required frequent battery changes, and had slower rewinding than normal. The customer declined to provide the blood glucose reading. The customer stated that the cover had fallen off the insulin pump opposite the battery, and he could see through the device. He declined to troubleshoot for the issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.